Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump implant date provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a pump pocket seroma occurred. The event date was (B)(6)2008 and occurred after the implantation procedure. The event was noted to be clinical. Event management was not available, but the event resulted in hospitalization with no patient death. No further complications were reported or anticipated.